Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 192 mg/dl. Insulin squirted out during manual prime process. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window. The insulin pump received with cracked display window, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and scratched case.